Event description:
The customer's husband states his wife had a hypoglycemic incident resulting from taking too much insulin based upon the meter's bg result. The time, bg value, and whether or not the customer self treated at the time of this incident were not provided. There was no indication or report of medical intervention or action required for the incident. Controls were run the day of the incident, but after the customer had taken insulin based upon the meter bg results. The low control was in range, but the high control was out of range, high. Return requested and replacement was sent.